Event description:
It was reported the device's paddle tray was damaged. There was no patient involvement.

Manufacturer narrative:
Based on the available details, the evaluation determined that an investigation was required. The paddle tray was requested for investigation by philips ecr failure analysis. The customer was provided with a replacement paddle tray. Based on the information available, the paddle tray was damaged. The reported problem and the root cause could not be confirmed because the paddle tray is not available for investigation due to a logistical limitation that is preventing the return of the paddle tray. The customer was provided with a replacement paddle tray to resolve the issue.